Event description:
During a laparoscopic cholecystectomy procedure, a part of the safety shield broke off. The surgeon applied another device. The hosp has reported that no pt injury occurred.this device was previously used and was re-sterilized before being applied for this procedure.